Event description:
Oxygen was ordered at 70% via trach mist and was administered to pt using the airlife 500-ml nebulizer. The pt was having increased respiratory effort with rate in upper 20's and sao2 readings of 90%. Respiratory therapy checked the device and identified that it was faulty. The oxygen/air mixture dial markings were not aligned properly with the opening of the air chamber so that the percentage of oxygen delivery was not accurate. The percentage of oxygen the pt was actually receiving was only 50%. The device was changed to one that had the proper set up. The pt's respiratory status immediately recovered with sao2 readings of 97% and respiratory rate in upper teens.